Manufacturer narrative:
The reported needle and suture capture device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿patient had a metallic foreign body present in the lateral subdeltoid space. As a result, a revision surgery was performed to remove the metallic foreign body, which was identified to be the upper catching jaw of the auto suture firstpass device.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: incorrect needle attachment technique. Excessive force. The instruction for use pn 62515) was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. The needle and trap must be inserted to the proper depth and orientation in order to permit the firstpass suture passer to function properly. As with any surgical instrument, care should be taken to ensure that excessive force is not placed on these devices, otherwise, failure may result. The device has been qualified for use with #2 magnum wire, ultrabraid, and ultratape sutures. Use of other suture is not recommended and may compromise device performance. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Information corrected. The initial device information reported was not correct as it referred to a device that has no contact with the patient. Information referred to the wrong device as well.

Manufacturer narrative:
The reported firstpass suture passer suture capture device, intended for use in treatment, was returned for evaluation. Visual evaluation of device shows a severely damaged suture capture separated in two pieces. The reported firstpass suture passer suture trap can not be attached to the upper jaw of firstpass suture passer device and tested due to the severe damage. A relationship between the device and reported incident was established. Customer¿s complaint was confirmed. From the information provided, ¿a revision surgery was performed to remove the metallic foreign body, which was identified to be the upper catching jaw of the auto suture firstpass device¿ and ¿patient had a revision surgery to remove scar tissue as a result of the constant pain (the result of the patient having a foreign metallic object) and a bulbous area of scar tissue at the area of the attachment of the coracoacromial ligament at the anterior aspect of the acromion.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: incorrect suture trap loading. Excessive force. The instruction for use (pn 62515 rev. F) was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. The needle and trap must be inserted to the proper depth and orientation in order to permit the firstpass suture passer to function properly. As with any surgical instrument, care should be taken to ensure that excessive force is not placed on these devices, otherwise, failure may result. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
Original surgery was performed in (B)(6) 2017. The patient reporting pain - x-ray taken and discovered foreign metal body. Revision procedure performed and found caputre device from firtpass lodged in subacromial space. Surgeon was able to retrieve device.

Manufacturer narrative:
Clinical assessment narrative - it was reported that a patient experiencing post-op pain required a revision procedure to remove a radiologically-confirmed retained foreign body from the subacromial space which was later found to be the firstpass capture device. No imaging or clinical/medical documentation has been provided for inclusion in a medical investigation. The instrument has not returned for evaluation at the time of this review. Per the complaint details, the surgeon successfully retrieved the device. The current patient status remains unknown, although no injury was entered on the complaint and it was reported that the capture device was successfully retrieved. The firstpass quick reference guide instructs disassembly steps on how to assess for needle damage and to successfully unload the suture capture trap post usage. In conclusion: based on the limited clinical details provided and no instrument return, currently unable to conclude the root cause to the reported event. The patient impact beyond the reported pain and the foreign body retrieval revision procedure cannot be concluded. No further medical assessment can be rendered at this time. Mi report approved by md (B)(6) on (B)(6)2017. Device narrative - the reported needle and suture capture, used in treatment, were not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customers complaint cannot be confirmed. From the information provided, the capture device from firtpass lodged in subacromial space and surgeon was able to retrieve device. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) improper attachment of suture capture on to the firstpass device. Incorrect attachment can result in suture capture dropping off from the device. An exact root cause cannot be determined with confidence as no product was received for evaluation. The instruction for use (IFU) were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. (B)(4).